Event description:
A patient reported blood glucose results of "185 mg/dl" with a lifescan meter and "265 mg/dl" on a laboratory device performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to chang the blood glucose.